Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care professional (hcp) and company representative regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient was having trouble with therapy and may need a replacement. A recent visit to their neurologist had revealed a potential problem. Impedance tests were run during their (B)(6) visit which indicated a problem. There were impedance values over 5,000 ohms for both unipolar and bipolar impedance measurements. The patient met with the neurosurgeon on the day of report for consult and scheduling of an exploratory surgery and possible device revision/replacement. The issue had not been resolved at the time of report. Surgical intervention was planned for (B)(6) 2016. Further follow-up was being conducted to clarify the problem, what the cause of the issue was, and what further actions/interventions were taken to resolve the issue. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Please note that the patient had a second lead with the same lot # that could potentially be involved with the issue. Concomitant medical products: product ID: 64002, product type: adapter. Product ID 3389s-40, lot# v012838, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2009,explanted: (B)(6) 2016, product type: extension. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016,product type: extension. Product ID: 64002, lot# n461213, product type: adapter. The initial MDR was filed as manufacturing report #3004209178-2016-00441. Due to the new information and allegation against the leads, the updated site is #(B)(4).

Event description:
Additional information received from a manufacturer representative (rep) reported that the revision took place on (B)(6) 2016. The battery was changed out at that time due to normal battery depletion as well as checked for impedance issues. The patient had an adaptor and two extensions; all were tested and impedances increased with extension replacement. The adaptor was removed and a new one was used to determine if that could be the issue, but the new one provided the same results. The surgeon believed it was a lead issue, but the patient was not in well enough health to perform a lead revision. The patient was receiving effective therapy as he was programmed around the impedance issue.